Event description:
During the procedure, the physician used a wilson-cook tracer metro direct wire guide. During use, the coating of the wire guide separated near the distal end and detached from the wire guide. The detached portion was left to pass naturally through the gastrointestinal tract. No patient injury was reported.